Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following additional information: the instrument was inspected prior to use, before reprocessing and after opening the package when it was handed over to the instrument operator. No damage was noted. The procedure was an inguinal herniorrhaphy. There were no collisions with an instrument or tool. There were no issues related to opening/closing of the grips, left/right (yaw) motion of the grips, or up/down (pitch) motion of the wrist. Two cables were visibly protruding from the instrument but the customer could not remember if they controlled the opening/closing of the jaws or up/down motion of the wrist. The instrument was forwarded to central processing. There are no images/videos available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis as of the date of this report. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the mega suturecut needle driver steel cable broke, making it necessary to remove it from the cavity and replace it. The procedure was completed with a backup instrument of the same type with no reported injury. There was no procedure delay. There was no report of a fragment falling into the patient.